Event description:
Additional information received stated the patient suffered a "pericardiac" stroke, that was drained in an intensive care unit.

Event description:
It was reported that the stent was introduced into the pt, to the dx artery, but suddenly it came apart from the balloon, causing the stent to go to the end of the artery due to the flow of the balloon. The pt was admitted into intensive care unit, and was then diagnosed with a pericardic sheeding.